Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 418, 229 and 339 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 346 mg/dl and 372 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is (B)(6) 2017. Customer stated that she had tested her daughter's sugar on her meter and obtained 116 mg/dl fasting; customer stated that is within daughter's normal range. The meter memory was reviewed for previous test result history: the 418mg/dl (B)(6) 2017 03:45 pm fasting:yes, the 229mg/dl (B)(6) 2017 06:50 am fasting:yes, the 339mg/dl (B)(6) 2017 11:15 am fasting:yes, the 344mg/dl (B)(6) 2017 10:34 am fasting:yes, the 390mg/dl (B)(6) 2017 03:10 pm fasting:yes. Memory concerns:undisclosed. Customer called in to report high readings on her meter.